Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. No root cause was identified for reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00957. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2020, but the physician was unable to reposition the leads to their original location due to scar tissue. The leads were left implanted in their migrated location.